Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
The customer reported that they received an ion selective electrode (ise) compensation limit error on the analyzer. The customer tried to re-calibrate, but there was no change. The customer checked the waste spigot and this was found to be clean. The customer checked the ise sipper tubing and the ise sipper cap. The ise sipper cap was found to be loose. The customer reseated the sipper cap and then calibrated. The calibration and quality controls passed after doing this. During the time of the issue, the physician questioned the ise sodium, ise potassium, and ise chloride results for one patient sample. The sample was repeated after the sipper cap had been re-seated. It was determined that the ise sodium, ise potassium, and ise chloride results for this sample were erroneous and had been reported outside of the laboratory. The sample initially resulted as 157 mmol/l for ise sodium, 5.71 mmol/l for ise potassium, and 115.4 mmol/l for ise chloride. These initial results were reported outside of the laboratory where they were questioned by the physician. The sample was repeated after the sipper cap had been re-seated. The repeat results for the sample were 140 mmol/l for ise sodium, 3.53 mmol/l for ise potassium, and 99.1 mmol/l for ise chloride. The sample was repeated an additional time, resulting as 3.50 mmol/l for ise potassium, and 98.7 mmol/l for ise chloride. The repeat results were believed to be correct. The patient was not adversely affected. The ise sodium electrode lot number was g72, with an expiration date of 01/31/2016. The ise potassium electrode lot number was p38, with an expiration date of 01/31/2016. The ise chloride electrode lot number was u98, with an expiration date of 02/28/2016. The customer declined service stating that the issue was resolved when the sipper cap was snapped back into place. Based on the information provided, a specific root cause could not be determined. The loosened sipper nozzle cap may be a possible root cause.